Event description:
Pt called lfs alleging that their meter was reading inaccurately low. Pt obtained a "38 mg/dl" and had no symptoms of low blood glucose levels. Pt decided to eat food and/or have a drink following the attempted use of their meter. The pt decided to visit their physician due to the low reading. The physician obtained a "128 mg/dl". Through troubleshooting the customer service rep discovered that the test strips had a discolored membrane. The pt described the membrane as yellow, instead of the actual white color. The pt confirmed that the approximate room temperature when the reading was taken was within range and the air in the room where the testing was performed was normal. The test strips were not opened longer than 4 months, expired or stored improperly. Pt explained that pt had been obtaining readings such as, "31 mg/dl, 28 mg/dl, and 37 mg/dl". Based on the blood glucose readings provided and the fact that pt did not have any symptoms, the strips may have been reading inaccurately low due to the strip membrane discoloration. The pt attempted to test with a new vial of strips and the customer service rep reported the issue as being resolved. No results were provided. The customer service rep replaced pt's test strips and control solution.